Manufacturer narrative:
Correction MDR to correct MDR 2938836-2017-15187 follow-up #1. Section corrected and device code: (B)(4) should be removed.

Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
(B)(4). Correction to report premature battery depletion.

Event description:
New information received indicates that the device was explanted and replaced. Premature battery depletion was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up post-advisory, it was observed that the patient notifier was unable to be felt by the patient or nurse. No action was performed. The device remains implanted. The patient will continue to be monitored.

Manufacturer narrative:
The reported patient notifier anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. A longevity calculation was performed, and the device was within expected longevity performance. The cause of the event could not be determined.